Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a craniotomy, the perforator bit did not stop spinning at the desired time. It was also reported that this resulted in tearing of the dura mater. No further information at this time.

Manufacturer narrative:
H2: device evaluation showed no issue with the device. H6: the quality investigation is complete.

Event description:
It was reported that during a craniotomy, the perforator bit did not stop spinning at the desired time. It was also reported that this resulted in tearing of the dura mater. No reports of delays or medical intervention were provided.